Manufacturer narrative:
B1: adverse event updated from "no" to "yes".

Manufacturer narrative:
G1. Manufacturing site name and address : w.l. Gore sunnyvale medical. 2890 de la cruz blvd. Santa clara, ca 95050.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis component migration.

Manufacturer narrative:
Please note: this medwatch report captures the reported distal migration of the proximal aortic extender component. As it could not be determined whether the trunk-ipsilateral leg component was also involved in the reported distal migration, this device component will also be identified on this report: rlt311417j/ 12818882. Distal type I endoleak and re-intervention procedure have been captured in MFR report # 3007284313-2021-01409. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, it was reported that aneurysm enlargement was observed due to suspected distal type I endoleak on the right (contralateral) side. Distal migration of the proximal device was also reportedly observed (distance not reported). According to the report, the proximal aortic extender migrated, but it was difficult to identify whether or not the main body had also migrated. On (B)(6) 2021, the patient underwent reintervention whereby a gore® excluder® iliac branch endoprosthesis was deployed in the right common iliac artery. No proximal type I endoleak was observed, but an additional aortic extender endoprosthesis was deployed to extend the device proximally. The patient tolerated the procedure.